Event description:
The customer reported that the cine function was not operating correctly. The system failed to display images during cine run. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive was evaluated, replaced and then reformatted. The system was tested and found to be working as intended and returned to service.